Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that the device has a blank screen. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging that the device has a blank screen. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was not possible to replicate the customer's complaint. During the evaluation test, the display worked correctly and passed the evaluation test. No parts were replaced to address the reported issue.